Event description:
It was reported that a spectrum iq pump alarmed door not closing. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize a closed door as the link would not fully slide with the door closed. A review of the event history log revealed ¿shut door-power off¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment direction of flow shim. Case shimming is required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.